Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the manufacturing site and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Outer tube damaged-bent/dented. Distal tip damaged -shaver damage to distal tip- holes in distal tip fiber. Optical system, optical components-broken lenses in optical system. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the distal tip on the hd epscp,4.0,70,175,cw_storz device was scratched and its internal lens cracked in half. During in-house engineering evaluation, it was determined that the device had broken lenses in the optical system. There was no procedure nor patient involvement reported. No additional information was provided.